Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator was broken and would not charge properly, and it 'died' because the battery ran out. The patient stated that the communicator connector was ¿pretty wonky, broken, sloppy, and wobbly¿, and that they had tried six different charging cables, adapters, and multiple outlets, but the issue persisted. The patient mentioned that they were able to charge the communicator not so long ago. When asked for the event date, the patient stated, ¿it¿s always been that way, a week ago¿. During the call, the agent asked the patient to attempt charging the communicator, but the patient refused and insisted on a replacement communicator, so a replacement communicator was requested from the repair department.

Manufacturer narrative:
H3. Analysis of the communicator found the micro usb charge port was loose upon visual observation and found the l3 on the board was burnt upon opening the device. The device was taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.